Event description:
It was reported to boston scientific corporation that the patient, who is over 18 years of age, was implanted with an obtryx transobturator mid-urethral sling system and underwent an anterior and posterior repair during the same procedure, on an unknown date. During the obtryx placement, several passes had to be made on one side, but the procedure was otherwise uneventful. The anterior and posterior repair had a low estimated blood loss, and the bleeding was controlled when the patient left the operating room. However, the patient went to the emergency room 36 hours later for uncontrolled bleeding, and was stabilized after receiving 10 units of blood. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.